Manufacturer narrative:
The ge representative conducted an onsite investigation. The display adapter board was replaced. The connectors to the power supply and generator were reseated and the service representative ordered parts. No further service information was provided.

Event description:
The customer reported that the 9800 system displayed poor image quality. No patient injury was reported.